Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: japa.

Event description:
It was reported that during inspection there was hair-like substance in the packaging. There was no patient involvement. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided. Packaging was conforming and met specifications.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided. Packaging was conforming and met specifications.